Manufacturer narrative:
One actual sample was returned for investigation. The actual sample was subjected to visual inspection. Black fm was observed on the catheter of the returned sample. The black fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of black fm matched the spectrum of mixture of silopren and acrylonitrile butadine styrene/polycarbonate (abs/pc). Silopren was used in the catheter lubrication process in the manufacturing facility. The probable root cause of the nonconformance could be due to the catheter surface contact with the lubricated dropped parts on the meshing tray at the lubrication station. The meshing tray has been modified to remove the possibility of catheter surface contact with the lubricated dropped parts. The affected batch was produced before the above corrective action had been implemented. Acrylonitrile butadine styrene/polycarbonate (abs/pc) is an engineering thermoplastic which is a hybrid polymer blend of pc and abs. Abs/pc is commonly used in keyboards, monitors and some safety helmets. However, it was not used during the production of the affected batch. Hence, the root cause of the nonconformance could not be confirmed. Silopren fm: the affected batch was produced before the corrective action had been implemented. Abs/pc fm: it was not used during the production of the affected batch. Device history record of packaged needled (pn) batch 6354178. No quality notification was raised for similar nonconformance during the production of this batch. The preventative maintenance, calibration and equipment history records were reviews. No abnormality was observed on the records. Bd was able to duplicate or confirm the customer¿s indicated failure mode. Black foreign matter was observed on the catheter of the returned sample. The product was not within specification.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 20 g x 1.16 in. Bd insyte-w¿ IV catheter was returned by the neurology department with a ¿black spot¿ on the catheter of the tip. The foreign matter was found prior to use. There was no report of injury or medical intervention.